Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: myocardial infarction requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that a stenting procedure was performed in the mid left anterior descending artery on (B) (6) 2008 using the rx promus. On (B) (6) 2008, during follow-up, myocardial infarction (mi) was identified. Reportedly, a q-wave mi occurred in (B) (6) 2008. Electrocardiogram revealed q-wave changes; however, the location of ischemia is unk. The mi was treated with unspecified anti-platelet therapy. Medical opinion indicates that the promus stent was not involved. No additional information was provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusions summation - in this case, there was no reported product deficiency. The reported ischemia and myocardial infarction (mi) are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.